Event description:
System function was ok first. The problem was when they tried to connect the anvil with cartridge. After pressing the close button at the remote control, system stated "close for firing". They disconnected the flexshaft from the pc then connected it once more. The instrument worked but the anastomosis was incomplete.